Manufacturer narrative:
(B)(4). Additional information received from sales rep indicates there was no impact to the patient. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "staple jamming". Additional information states that another device was used to complete the procedure and the first device failed prior to use. The patient's current condition is "unknown".

Event description:
It was reported "staple jamming". Additional information states that another device was used to complete the procedure. The patient's current condition is "unknown".

Manufacturer narrative:
Qn#(B)(4). UDI#:(B)(4).